Event description:
The assistant nurse manager put batteries into a small, penlight-sized laryngoscope handle. The handle immediately began to heat up to the point where it became uncomfortable to hold. The handle was never used on a patient, and was immediately quarantined.